Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent left flank ovariohysterectomy where the devices where used. Post-operatively, incisional hernia of abdominal muscle was noted. Exploratory surgery was done and revealed omental fat herniated and seroma and significant scarring. There were tissue damage as a result of the issue. Sutures had come undone and were repaired. Few days later, there was significant swelling formation noted. Scar tissue was excised and dead space was closed. In most recent post-op check up, it revealed no further complications.